Manufacturer narrative:
G4: (B)(6)2020. The gas delivery system (gds) was returned for analysis without the data acquisition board. A visual inspection revealed that the proximal pressure hose was damaged on one end. During testing, no fault was found. No unusual noises were detected. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6) 2019. (B)(6) 2019. Correction: the unit was not in clinical use at the time the reported issue occurred. The manufacturer's field service engineer (fse) performed troubleshooting and found an issue with the unit's blower and flow sensor. The fse replaced the blower and flow sensor to address the findings and the issue was resolved. The device was returned to use. The device was not being used for treatment when the reported event occurred, and there is a relationship between the device and the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 30mar2020. B4: 31mar2020. The blower was returned for failure analysis. During testing, no fault was found. The customer complaint could not be confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05nov2019.

Event description:
It was reported that the unit had a noise and that the pressure was unstable. The device was in use at the time of the event; however, there was no patient harm.